Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to manufacturer due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that patient fell after total knee procedure and sustained a fractured tibia.

Event description:
It was reported that patient fell after total knee procedure and sustained a fractured tibia.

Manufacturer narrative:
The patient is (B)(6). An event regarding periprosthetic fracture involving a tri ts baseplate size 4 was reported. The event was not confirmed. Device history review: all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Based on the limited information and reported event, the investigation can conclude that the periprosthetic fracture was due to the patient¿s fall. However, no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.